Event description:
Attorney reported: 2007 - the pt underwent a ventral hernia repair procedure with implant of a composix e/x mesh. After implantation, pt suffered severe pain at the mesh site and the mesh formed a hardened mass. "On info and belief, the mesh concretized and/or delaminated, causing [pt's] severe pain." At approximately 8 months later - pt's defective mesh required explantation.

Manufacturer narrative:
Currently, it is unk whether or not the device may hae caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.